Event description:
The user's caregiver reported that the user¿s dexcom g7 sensor repeatedly disconnected from the ilet overnight, which affected automated insulin delivery. Pairing to the ilet initially failed until the phone was unpaired from the sensor and the sensor was forgotten in bluetooth, after which the ilet reconnected and displayed a glucose of 178 mg/dl. No symptoms or injury reported. Outcomes included perceived loss of automated insulin dosing due to intermittent cgm communication. Temporary interruption of therapy that required user troubleshooting and support. Investigation included technical troubleshooting with user education. Investigation of this case revealed that concurrent bluetooth connections between the sensor and a phone interfered with the ilet connection, and the connection stabilized after disconnecting the phone and re-establishing pairing with the ilet. It was concluded that the event was due to communication interference, and correct use restored device function without injury or hospitalization.